Event description:
It was reported that the customer was performing a table top exam on a child on the axiom aristos mx/fx system. The child was sitting on his mother's lap during the examination. The mother was sitting on the chair that was partially under the table top. The mother's foot accidently hit the table top foot switch causing the table top to lower onto her son's lap. Neither the child nor the mother sustained any injuries.

Manufacturer narrative:
According to the received information the table top was checked for up/down function and proper movement/stops by the in-house engineering group. The system is functioning according to the specifications and as designed. The unintended table movement was caused by the pt's mother accidently hitting the foot switch. The operator manual contains a warning concerning "unauthorized actuation of operational controls by pts" and requests users to "pay attention to the pt".